Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and could not be replicated nor confirmed. Visual inspection did not reveal any damage to the conductor wires. The instrument also passed the continuity test. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was observed to have a broken conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the follow-up information was gathered from nogami/ clinical engineer. The instrument was inspected prior to use and no damage or anything out of the ordinary was observed. It is unknown what surgical task was being performed when the issue occurred. The type of damage observed of the black (conductor/ energy) cable was full cable breakage. Instrument was not energized after breakage. There were no signs of thermal damage at site of breakage. The instrument did not collide with any other instrument or tool during the procedure. The damage did not result in a fragment fall inside of the patient¿s anatomy. Patient demographic was not provided.